Event description:
Spinal fusion l4-5 fusion 3-4 weeks ago, seen for post op visit. Pt had developed a left scapular burn measuring 4-5 inches in diameter with sharp borders (fortunately first degree which healed up with local care). Concern that the warming blanket used during the surgery may have caused the burn. In 2009, meeting with rep, crna, anesthesia, clinical engineering, skin care rn. Pattern of the burn suggested that prep solution pooling under drapes may have caused chemical burn, unclear if tape was also a contributing factor. Bsn, risk manager, this information is being sent at the request of facility.